Event description:
During a surgical procedure the inner sheath broke inside the pt. The tip was retrieved and the procedure was completed without any harm to the pt.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.